Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt just got their had implantable neurostimulator (ins) replaced and their manufacturer representative (rep) said their new system was better but they had nothing but problems since day one. Pt had trouble connecting handset with the communicator. Pt had to keep scanning the communicator but it would not pick it up. Pt kept powering off the communicator and handset to get it to work. Pt was unable to get it to work yesterday for it quit again. Pt had to recharge the communicator and ins back up since it was dead but it would not connect even after powering off equipment and scanning communicator. Pt also forced the apps to close to pick up. Pt got cant connect and retry and try to another communicator messages. Pt noted they had both communicator and handset powered off so it would not drain the batteries and they had to hold communicator over ins to scan it. During reason for call pt scanned the communicator and got not found. Pt noted when the pt met with their rep in person the rep had trouble programming the ins and gave up; the rep was seeing the pt had issues with the communicator and the handset. Pt had tried to call  rep this morning and got their voicemail saying to call patient services. During call pt closed all applications, restarted handset, and reset communicator. Pt had location off so agent had pt turn it on. Pt scanned the communicator serial number and was able to connect to the mystim application. Pt said their ins battery was now at 60% and wanted to know why the ins dropped from 100% yesterday eventhough the ins was not turned on. Pt was redirected to hcp and agent is replacing communicator due to nature of call. The issue was not resolved. A replacement communicator was sent out. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.